Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11308r28, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j11308r28, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving fentanyl (unknown concentration/dose) via an implanted pump. Indication for use was noted non-malignant pain and other non-malignant pain. It was reported that in 2005 the patient developed ablations in the side of the spine where the catheter went in and would not heal so they removed the pump and catheter. The patient stated that they dug the catheter out. The patient reported they wanted to put another pump in but they chose not because it had caused the patient nothing but problems. The patient stated that when they had the pump and their dose was 1mg, they didn't have any problems but still had pain. When it went up to 3mg, the patient's legs would swell. The patient reported that they had tried morphine and fentanyl and every medication they put in the pump did the same thing. It was reported that they had a total system explant. The patient went through withdrawal, the change was sudden. When the pump was removed the patient believed there was fentanyl in the pump and stated it was not morphine. After they removed the pump, the patient could not wear a pain patch because they developed blisters so they removed the patch and had bad withdrawal. It was noted that the situation resolved.